Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia; the insulin pump had a motor error alarm, and the drive support cap was pushing out the end of the insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer was advised to ensure they are discontinued from the insulin pump and follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the prime/a33 test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.